Event description:
Prior to index procedure patient displayed 90% stenosis of the 1st obtuse marginal, 70% stenosis of the lad and an 80% diagonal bifurcation lesion. The rca had some moderate disease distally and the circumflex was totally occluded. Two endeavor sprint rx drug-eluting stents were implanted, abutting, at the 1st obtuse marginal. One endeavor sprint rx drug-eluting stent was implanted at the proximal lad, as part of a staged procedure. It is reported that there was a bifurcation with a side branch. One endeavor sprint rx drug-eluting stent was implanted at the 1st diagonal branch, as treatment of the target lesion. One other manufacturers stent was implanted overlapping, as treatment of complication/dissection/bailout. The patient was recovered in the cardiac transition unit. Patient discharged home in a stable condition.

Manufacturer narrative:
Dissection. Secondary intervention, additional stent implanted.